Event description:
Determined to be reportable based on analysis completed on 05/04/2007. It was reported that during a coronary drug eluting stenting treatment procedure, there was difficulty crossing the lesion. A 2.75x24 mm taxus express2 drug eluting stent was used; however, the physician was unable to cross the lesion. There were no pt complications or injuries reported. However, device analysis indicates a shaft fracture.

Manufacturer narrative:
The device was returned in two sections as a result of a break in the hypotube. No further damage was noted on the returned device. Visual and microscopic examination of the device revealed that the hypotube had broken approx 22.5 cm distal from the catheter's strain relief. The device appeared to have been kinked at the point of separation. No other kinks or damage were noticed along the shaft of the device. Microscopic examination of the balloon found no issues with the balloon material and or the crimped stent. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. This type of damage is consistent with excessive force being applied to the delivery sys. A recommended size guidewire (0.014 inch) was inserted through the guidewire lumen with no restrictions noted. A review of the shop floor paperwork for this batch # 8792801 found that the device met its material, assembly and prod specs at the time of release for distribution. The root cause of the complaint incident could not be identified.